Event description:
It was reported that the IV set tur y-tube clamp wasn't locked before use, causing drug to leak out. The following information was provided by the initial reporter: "clamp not locked - clamps are not locked and drugs are leaking".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-25 h.6. Investigation summary a device history review was conducted for lot number 6911041 there is no issue while manufacturing. 1 sample was returned to sbdm. Sbdm checked the complaint sample and found that unformed pinch clamp from the received complaint sample. Based on the investigation result, the likely cause is that it may occurred during clamp injection process. Sbdm received one complaint sample for pir 3012348, 3012349 and 3012350. It shows cavity number of unformed clamp is cavity no.2. Likely cause for unformed clamp is, the clamp is injected in high temperature (200~240) and injection gas was not emitted properly so, the gas was accumulated in the end point of clamp and it caused the complaint case. Or when injection process was started the condition of the process was not proper temporally. So, the unformed clamp issue was occurred, and it caused the complaint case. House sample inspection: sbdm inspected 15 pcs from lots 6910281, 6911041 & 6911081, no abnormality observed.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set tur y-tube clamp wasn't locked before use, causing drug to leak out. The following information was provided by the initial reporter: "clamp not locked - clamps are not locked and drugs are leaking."